Event description:
It was reported the pt had replacement surgery after 5-6 years of service. The pt experienced pain around the implant pocket after replacement surgery. A new neurostimulator and extension were implanted. No further pt complications were reported.

Manufacturer narrative:
The neurostimulator and extension were returned for analysis. Device analysis revealed the neurostimulator (ins) was functionally acceptable. There was a cosmetic cut in the access hole adhesive over the #3 connecting wire. Foreign material in connector port(s). The grommet leakage test was done with the returned extension. All the impedances were normal except the #3 circuit which showed an impedance of 77k ohms. When the portion of the extension that had the breached cut in it was pulled out of the saline solution, the impedance went up to 1.08m ohms. This indicated that there were no leakage paths in the connector area, however, there was a leakage path through the breached cut in the extension insulation at 8.0 cm from the proximal end. There was good stable output on every electrode pair including the unipolar mode. The output matched the programmed settings. There were no issues when pressing on the neurostimulator can. The battery status shown on the 8840 programmer was acceptable. Device analysis of the extension revealed there was a breached cut in the insulation 8.4 cm from the proximal end. There was suspected body fluids in the lumen of the #3 conductor along the length of the extension. The evidence suggested that this breached cut may have occurred when the first neurostimulator was replaced and subsequently may have resulted in the pocket stimulation. (See scanned page).